Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies thrombus as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an acom aneurysm, the web was detached without incident. After deployment the aca is patent with a small clot in the vessel. After 15 minutes, the aca closed due to thrombotic event. Integrillin was used to re-open the aca. The patient was reported to be doing great. No patient harm was reported.